Event description:
Reportedly, during pt use, an o2 sensor error occurred. This alarm occurred multiple times and could not solved by o2 sensor calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, add'l pt info was not provided.